Event description:
According to the reporter: the balloon did not inflate when pumped. There was no adverse effects. They opened up another one and proceeded with the case.

Event description:
Additional information provided by the account: there was no adverse effects. The balloon did not inflate. They opened up another one and proceeded with the case.

Manufacturer narrative:
(B)(4).